Manufacturer narrative:
(D10) concomitant devices: 02-020-14-0225 - truliant cr por fem cr por left sz 2.5: (B)(6). 02-022-45-2525 - truliant tib fit tray cem sz 2.5f / 2.5t: (B)(6). 02-022-51-2511 - truliant tib imp crc insert sz 2.5, 11mm: (B)(6). 200-02-32 - three peg patella 32mm: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 28 day(s) post-operative of a left tka, it was reported via clinical study that the patient experienced pain and inflammation. Patient tripped with right foot, felt pop in left knee and now has increased swelling and pain in the left knee. Physical therapy was ordered for this patient and the outcome of this event is considered continuing. The case report form indicates that this event is definitely not related to the device(s) and/or to the procedure. This was reported through clinical trial study data collection activities, no device return is anticipated, and no other information is available at this time.

Manufacturer narrative:
The reason for the joint swelling reported cannot be conclusively determined and the reported event could not be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. D1: corrected. H6: corrected health effect and investigation clinical codes.